Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. On the same day as the onset, the patient was hospitalized. It was reported that on an unspecified date the patient was treated with unspecified antibiotics and "peritoneal lavage." At the time of this report, the patient outcome was recovered and the patient was scheduled to be discharged from the hospital 15 days after admission. Pd therapy was ongoing. No additional information is available.